Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument was damaged. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage observed on the mcs instrument. No signs of arcing or sparking. No missing or detached material from portion of the device that enters the patient's body. No need to remove the instrument together with the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a missing pitch crimp at the distal tip. The pitch cable crimp was not returned with the instrument. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.